Event description:
Doctor over tightened the screw and the screw head disassembled. The screw was recovered and the shaft was left in the patient.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
Investigation results showed that the bone screw broke as a result of too high torsional forces in forced rupture mode during insertion. The fractured surface had the typical flow structures of a ductile torsional breakage. The root cause for the reported event can be attributed to a hard bone. No indications were found for any material or manufacturing related issue.

Event description:
Doctor over tightened the screw and the screw head disassembled. The screw was recovered and the shaft was left in the patient.